Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) occurred again like multiple times after clearing it. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer was able to clear the alarm and able to complete rewind and the pump also passed the displacement test and self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon unit powering on, critical pump error (open book) was noted. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that pump error 43 alarms were found on 08/21/2025 06:30:58.000 through 08/21/2025 08:46:47.000, with a total of 6 motordriveerror alarms noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was noted on motor flex connector gold traces and electronic assembly external battery connector. Isolate to electronic assembly and motor assembly. The following cosmetic damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), cracked belt clip rails, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer allegations for pump error 43 were not confirmed as unit was unable to be tested due to critical pump error. Additionally, corrosion was noted on motor flex connector gold traces and electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.